Manufacturer narrative:
The event date was not provided. This information will be provided in a supplemental report if made available. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). The hospital has reported contaminated devices at the facility (see medwatch reports 9611109-2016-00965, 9611109-2018-00205 and 9611109-2018-00204). However, multiple other units have not tested positive for contamination and it is unknown which unit was used during the procedure on this patient. The customer has not reported any confirmed link between the patient infection and the use of the heater-cooler device. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
(B)(4) received a report that a patient was diagnosed with a mycobacterium chimaera infection following heart valve surgery.